Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as november 26, 2018 on the initial report. This date has been updated to november 28, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was heating up where the burr locks in (heating up) was confirmed. The reported condition that the device was smoking while in use was not confirmed. An assessment was performed on the device which found that the device was overheating. During repair it was observed that the overheating due to corroded bearing and excessive detergent residue. The assignable root cause of this condition was determined to be improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a minimally invasive surgical procedure of the spine it was observed that the attachment device was smoking while in use and heating up where the burr device was locked in. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as november 28, 2018 on the previous supplemental report. This date has been updated to november 26, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.